Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier was observed to have not sealed/clipped. The procedure was completed as planned with no reported injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. After clamping, the surgeon realized that the clip was not tight. A green hem-o-lock was used at a size of medium large. It occurred in the first clip. A backup clip applier was used.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lock clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary finding of failed clip test to be related to the customer reported complaint. The clip applier instrument failed the clip test due to misapplication. Of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The instrument was found to have a loose grip cable that was caused by a cracked clamping pulley. As a result, the instrument failed the clip test. The root cause of this failure is attributed to mishandling/misuse of the device. Additional observation(s) not reported by the site: the instrument was found to have a loose grip cable at the distal end. The grip cable became loose as a result of a broken input disk. Loose cables are attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which can lead to non-intuitive motion. Furthermore, the instrument was found to have multiple cracked input disks, corrosion on one or more clamping pulleys in the backend and surface degradation on the main tube. These failures points to improper cleaning or sterilization techniques used during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.